Event description:
Co has determined that 314 (three hundred fourteen) pieces of lenses have been mislabeled. Two (2) were actually -3.50 labelled at -5.50 diopters and three hundred twelve (312) were actually -3.75 labelled at -5.75 diopters. Co became aware of this situation on 10/21/96 when six pieces were received as returns/complaints from two different customers. Since being notified co has assembled a distribution report and have determined that all of the product has been distributed. Co immediately began the process of calling all of the accounts who purchased the product to request a return. As soon as all of the accounts have been contacted co will begin to reconcile the quantity mfg and distributed to the return quantity. A report will be initiated which details the incident, the actions taken, the investigation of cause and delineation of corrective action.